Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Therapy date: exact date unknown; reported as approximately 4-5 month prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery due to non-union and broken plate on (B)(6) 2016. The original implantation was approximately four to five (4-5) months ago. It was reported that removing the broken plate was difficult but did not require additional medical intervention. The procedure was successfully completed with a thirty (30) minute surgical delay reported. It was noted that unanticipated x-rays were required, but it is unknown when those were taken. The patient status and/or outcome was the non-union was replaced with a radial head. Concomitant device reported: locking screws (part/lot unknown, quantity unknown) this report is for an unknown plate. This is report 1 of 1 for (B)(4).